Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative. It was reported that the patient was no longer in the hospital, and his issues were not thought to be pump related. Then, the device manufacturer representative reported that the patient had a very high fever. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient who was receiving baclofen (500 mcg/ml at 115 mcg/day) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had been admitted to the intensive care unit (ICU) on (B)(6) 2018 with possible withdrawal. The patient's documented symptoms were a 106 degree fever and seizures. The patient was on intravenous (IV) versed and was being treated for withdrawal. The event logs were noted to be "clean." Nothing appeared in the event logs since the patient's last refill in (B)(6) 2017. No further complications were reported.